Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a controller was taken off the stockroom shelf to give to a patient as a back-up controller. The controller had a fault alarm when it was attempted to connect the monitor to program it, and was never given to a patient. The controller was exchanged. There was no patient involvement.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Visual inspection under 10x magnification revealed a hairline crack surrounding power port 1. An internal visual inspection did not reveal fluid ingress. The hairline crack is not related to the reported event. Based on an internal investigation, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Functional testing revealed that the controller was alarming a "controller fault" alarm. The controller was able to start and run a motor fixture; however, the power and flow values were not displaying as expected. Internal inspection of the controller did not reveal any da mage that may be related to the reported event. Log file analysis revealed a controller fault alarm of type sys_uic_dataflash_fail and sys_uic_default_parms on april 20, 2018 at 16:54:45. The type of controller fault alarm that was triggered indicates that a data-flash memory corruption had occurred in the user interface controller (uic), which is the main integrated chip responsible for the operations of the controller, which resulted in the controller being reset to default status. Several controller fault alarms of type sys_default_parameters were also logged, indicating that the controller pump motor controller (pmc) could not obtain parameters from the uic, most likely due to the data flash failure. The controller's calibration values, which are utilized to calculate the power accurately, were lost and resulted in the inability of the controller to estimate flow. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a corruption of the user interface controller's data flash memory. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.